Manufacturer narrative:
Concomitant products: 74002 neuro adaptor, pain stim ipg, implanted: (B)(6) 2013; 748951 x 2 neuro extensions, 3998cws pain stim lead, implanted: (B)(6) 2003; 8709sc catheter, 8637-20 neuro pump, implanted: (B)(6) 2010.

Event description:
It was reported that the device exhibited an episode of ventricular high rates, which were suspected to be artifact related to a surgery at the time. In addition, there were multiple mode switches noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.